Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product condition may have contributed to the pt's hypoglycemia. No product lot number was reported, so qualification record review was performed. The omnipod user's guide advises, "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."

Event description:
Pt reported that on (B)(6) 2010 at 6:41 pm (dinnertime), his blood glucose was 132 mg/dl, so he took 9.5 insulin units to cover the carbohydrates in the meal. About an hour later (7:51 pm) his bg had dropped to 30mg/dl. Over the next couple hours, he drank 4 10-ounce bottles of juice (43 grams of carbohydrate each). A 1.6 unit insulin bolus was also recorded in the pdm history at 7:53 pm; the pt wasn't sure why he'd given that dose. At 8:10 pm, his bg had only risen to 35 mg/dl, so at 8:19 he suspended his basal insulin program. At 9:36 pm, bg was 60 mg/dl. At about this time, basal insulin was resumed then immediately suspended again. During the call, the pt stated that he thought he had suspended insulin for the entire evening, rather than having suspended and resumed it multiple times. At about 10:40 pm, with bgs remaining under 70 mg/dl, he went to the ER, where his bg was about 60 mg/dl upon arrival. No details of treatment were reported, though he stated that the doctors told him he had the flu (he had vomited at some point during the evening he reported).